Event description:
On 06-feb-2020: follow up information was submitted for expiration date, lot number and the result of complaint investigation of the returned used devices (2 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached at the tubing connector, while playing guitar. The site location was the patient's abdomen and the pump was located on the abdomen/hip. The infusion had been in use for less than a day and the infusions were stored in a cabinet. There was not stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, the patient had high blood glucose levels which were already treated and was feeling now at the time of this report (dated 14-oct-2019). No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached at the tubing connector, while playing guitar. The site location was the patient's abdomen and the pump was located on the abdomen/hip. The infusion had been in use for less than a day and the infusions were stored in a cabinet. There was not stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, the patient had high blood glucose levels which were already treated and was feeling now at the time of this report (dated 14-oct-2019). No further information available.